Manufacturer narrative:
The customer¿s report of a leak at the drip chamber was not confirmed however a leak from the silicone segment was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed leaking from a small hole on the silicone segment tubing near the upper fitment. No crush marks or tool marks were observed on the upper fitment. No other leaks were observed throughout the set including the drip chamber. The root cause of the small hole in the silicone pump segment could not be determined.

Manufacturer narrative:
Gtin number for item: 2420-0500, lot: 17036713 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that upon entering the room to hang a new IV heparin bag, the nurse noted that the current IV heparin was leaking near the top of the drip chamber. There was no report of patient harm.